Event description:
Additionally, healthcare professional reported "crease/folding of implant".

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.10., g.1., h.3., h.6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, opening extended on anterior and weight to the spec. A visual and microscopic analysis was performed which identified striated opening on anterior and radius and wear abrasion. Base on the device analysis the final assessment is: a striated opening on anterior and radius assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture (baker grade IV), and anxiety related to biocell texture recall. Device has been explanted.